Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported b30 error code when connected to the 190-model scope. Additionally, the evaluation uncovered a faulty scope connector and the device lens have a stripped screw. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source had an error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by an excessive force applied by the user which caused the damage to the socket during connection and led to unstable electrical contact, failed communication with the processor and scope. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.